Event description:
The customer rec'd a normal control test result of 37 mg/dl. The normal control range is 87-121 mg/dl. The customer tested his blood glucose and rec'd a reading of 119 mg/dl on contour, and a reading of 412 mg/dl on the elite meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The strips are not to be returned for eval, and replacement strips will be sent.